Event description:
It was reported that during internal testing foreign matter (hair) was discovered in tube with a bd vacutainer® sodium heparin (nh) blood collection tubes. The following information was provided by the initial reporter: it was reported that during internal bd testing, a large piece of hair was noticed in the tube.

Manufacturer narrative:
H.6. Investigation: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for foreign matter (hair) with the incident lot was observed. Additionally, evaluation of the customer samples was performed and foreign matter (hair) was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during internal testing foreign matter (hair) was discovered in tube with a bd vacutainer® sodium heparin¿ (nh) blood collection tubes. The following information was provided by the initial reporter: it was reported that during internal bd testing, a large piece of hair was noticed in the tube.